Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked reservoir tube lip and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank after being submerged in water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.